Event description:
Father reported the up button on the infusion device does not function and the protective rubber is damaged. Further, during the last prime procedure, the piston blocked and no alert or error message was provided. Father attempted to turn on the infusion device, but the display was blank and the infusion device beeped. Pt switched to his backup infusion device. The primary infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the unites states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.